Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced a gangrenous loop of small bowel in a volvulus due to an adhesion from the tail portion of the device. The device was not attached to the sacrum but attached somehow to the antimesenteric portion of the loop of small bowel.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.